Manufacturer narrative:
A follow-up report will be submited upon completion of the investigation.

Event description:
It was reported to philips the device fails the system check. There was no patient involvement.